Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: indian journal of surgery. 2010;72(6):470-4. Doi 10.1007/s12262-010-0170-9.

Event description:
It was reported in journal article ¿skin glue improves outcome after excision and primary closure of sacrococcygeal pilonidal disease¿ that studied patient with excision and primary closure of sacrococcygeal pilonidal disease. The procedure used interrupted inverting suture technique for primary wound closure on unknown date between may 2004 and july 2008. The patient possibly experienced severe pain in first post operative day, early wound infection and / or delayed wound healing (more than 18 days). All patients were discharged on the first postoperative day with oral diclofenac analgesia for the first 3 days. Treatment of the events was not reported. There is no mention of any additional or change in treatment for ¿severe pain¿ in the first postoperative day complication. The sutures were removed after complete wound healing.